Manufacturer narrative:
(B)(4). The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that after a knee arthroplasty that the patient was revised for unknown reasons. It is further reported that the surgeon was determining availability of articular surfaces for a patient, but then decided to revise the patient to a competitor's knee system.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products- unknown apollo femoral, unknown apollo tibial tray. Reported event was able to be confirmed from x-rays received. Device was not received for evaluation. The x-rays presented reviewed by hcp/radiologist, state that, post operative of right total knee arthroplasty shows, mild asymmetric narrowing of the femorotibial joint compartment suggesting lateral compartment polyethylene wear and mildly excessive right knee tibial valgus. Radiolucencies inferior to the tibial plate medial and laterally, as well as radiolucency anterior to the tibial stem, may be due to granulomatous osteolysis. Additionally, small linear radiolucencies at the lateral and medial tray-bone interfaces suggest loosening of the tibial component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05832.

Event description:
It is reported that after a knee arthroplasty that the patient was revised for unknown reasons. It is further reported that the surgeon was determining availability of articular surfaces for a patient, but then decided to revise the patient to a competitor's knee system. Review of x-rays indicate mild asymmetric narrowing of the lateral femorotibial joint compartment suggesting lateral compartment polyethylene wear, and mildly excessive right knee tibial valgus. Radiolucencies inferior to the tibial plate medial and laterally, as well as radiolucency anterior to the tibial stem, may be due to granulomatous osteolysis. Additionally, small linear radiolucencies at the lateral and medial tibial tray-bone interfaces suggest loosening of the tibial component.